Manufacturer narrative:
On (B)(6) 2022, which confirmed that the injector was operating within bayer specifications. The disposables used in the reported occurrence were discarded by the customer; and lot numbers were not able to be provided; therefore, testing of retained samples is not possible. The following excerpts regarding air embolism and patient population are contained in the medrad® stellant CT injection system operation manual: expel all trapped air from the syringe(s), connectors, tubing, and catheter before connecting the system to the patient. Before connecting the tubing to the patient, visually inspect the syringe and tubing to confirm that all air is purged to minimize air embolization risks, ensure that one operator is designated the responsibility of filling the syringe(s). Do not change operators during the procedure. If an operator change must occur, ensure that the new operator verifies that the fluid path is purged of air. A tentative site date of (B)(6) 2022 has been scheduled for additional applications training with a bayer clinical support specialist. The site continues to use the injector after the reported event. No further issues were reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
On (B)(6) 2022, bayer medical care received information that a (B)(6) male patient who was undergoing a CT scan of the abdomen and pelvis with contrast suffered an alleged air injection while connected to a medrad® stellant CT injection system. The customer described a "large amount" of alleged air in the patient's right ventricle as well as in the pulmonary artery. Post procedure, the patient was transferred to another facility for surgical removal of the air. The patient has since recovered and is reported to be in good health.

Manufacturer narrative:
The initial submission had missing text in the beginning of the narrative. The full manufacturer narrative is listed below: a system service check of the medrad® stellant CT injection system (sn (B)(6), was completed on (B)(6), 2022, which confirmed that the injector was operating within bayer specifications. The disposables used in the reported occurrence were discarded by the customer; and lot numbers were not able to be provided; therefore, testing of retained samples is not possible. The following excerpts regarding air embolism and patient population are contained in the medrad® stellant CT injection system operation manual: · expel all trapped air from the syringe(s), connectors, tubing, and catheter before connecting the system to the patient. · before connecting the tubing to the patient, visually inspect the syringe and tubing to confirm that all air is purged. · to minimize air embolization risks, ensure that one operator is designated the responsibility of filling the syringe(s). Do not change operators during the procedure. If an operator change must occur, ensure that the new operator verifies that the fluid path is purged of air. A tentative site date of (B)(6), 2022 has been scheduled for additional applications training with a bayer clinical support specialist. The site continues to use the injector after the reported event. No further issues were reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event